Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were hypotube kinks at 80cm distal from strain relief and 45cm and 54cm proximal from the tip. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. There was a complete separation of the hypotube 82.9cm distal from strain relief. Blood was found in the guidewire lumen. The balloon was tightly folded, and blood was found in the folds on the outside of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 02may2019. It was reported that shaft kink occurred. The 90% stenosed, 18x2.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, the balloon shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment.